Event description:
I was implanted with essure in (B)(6) 2010. The same day I had the procedure, I noticed some bleeding, the bleeding kept getting worse and was very heavy, it lasted for 5 months straight until my ob/gyn prescribed me some medication to help with the bleeding and due to the constant bleeding I am now anemic. I started having severe stomach cramping after the bleeding stopped, it'd get so bad I would literally be in the fetal position on the floor crying in pain. I've had problems with my menstrual cycle ever since. Before essure, my periods came on time and were moderately heavy, after essure, my periods have been extremely heavy with a lot of clotting and on the heaviest days, I will go through an estimated 3-4 over night pads in 1 hours time, this is every hour! It wasn't until (B)(6) 2013 that the pain really started to set in and keeps getting constant without stopping. On a daily basis, I have pelvic pain where the coils are implanted, sharp pains behind my belly button and on the left side of my belly button that get so intense I can't go anywhere or do anything except lay down. I stay bloated, I run random fevers for no reason, I have abdominal spasms and twitching, I have dizzy spells, nausea, insomnia, daily headaches, muscle spasms, numbness in my arms and legs, hair loss, mood swings, forgetfulness, bruise easily, constant diarrhea/constipation, I have heavy vaginal discharge that is constant which I never had before essure, and I have frequent panic attacks with anxiety. I was never tested for a nickle allergy, my doctor at the time never mentioned any risks of having an allergic reaction to nickle. I am highly allergic to jewelry and certain metals! I stay fatigue on a daily basis with little to no energy at all, I use to be very active and was always on the go, but now my energy level is so low I'm lucky if I get out of the house 3 times a month. Since my essure procedure was done, I have noticed a lot of negative changes with my body. It seems as though the more time that passes with these coils inside of me, the worse my symptoms become. I use to be an active, healthy woman who loved life, but now every thing has changed. I blame essure because before essure I was absolutely fine. Life after essure has been one devastating event after another. I'm tired of living in pain every day and feeling the chronic pains in my pelvic area. This is not normal and should not be taken lightly.(B)(4).